Event description:
Caller reported that t:slim x2 pump battery would not charge, and pump screen was dark and unresponsive, preventing confirmation of any power source alert. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to plug the tandem wall adapter into a working outlet for at least 30 minutes to see if charging would begin, and a follow-up was planned. Upon follow-up customer confirmed the pump began charging after leaving the wall adapter plugged into a working outlet for 30 consecutive minutes using the original charging supplies. Battery charging issue did not lead to a pump shutdown. Pump began charging. No further assistance required.